Manufacturer narrative:
A ge representative evaluated the system and could not duplicate the reported problem.

Event description:
It was reported the system would not complete boot up. No patient injury was reported.